Event description:
The peritoneal dialysis (pd) nurse reported that while training with a "dummy tummy" on the liberty cycler and he had to discontinue treatment due to the inability to clear a drain complication alarm. The nurse noticed a fluid leak when opening the cassette door of the liberty cycler. This was the first use of the cycler. There was no patient connected at the time of the fluid leak. The nurse was unable to use the cycler.

Manufacturer narrative:
A medical review was performed on the available information and the cause of the event is undetermined. There was no patient involvement. The fluid leak event occurred during a training event. The device was not returned to the manufacturer for investigation. There was no additional information available. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.